Event description:
The pt was acutely studied. However, no intervention was performed. The physician fluoroed the right femoral artery and deployed an angio-seal device. The user penetrated the superficial femoral artery instead of the right femoral artery. Although physician was below the bifurcation, physician decided to deploy the angio-seal device. Following deployment, hemostasis was not achieved and manual pressure was held to achieve hemostasis. After deployment, the pt complained of leg pain and pulse went from palpable to doppler. The pt was taken to critical care floor for 24 hrs where pt continued to have leg pain. On 6/2/00 pictures taken of the left femoral artery revealed a vessel occlusion. It was noted that the angio-seal was deployed in the superficial femoral artery. The device was explanted in 2000.